Manufacturer narrative:
(B)(4). Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, during a roux-en-y procedure, the needle popped off during normal use. The needle fell out of the jaws, into the patient. It was retrieved. There was no adverse patient outcome. The current status of the patient is okay.